Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced pain in extremity ("both my hands are hurting"), arthritis ("arthritis on my thumb"), tendonitis ("tendinitis on my pinky") and arthralgia ("left elbow hurts"). At the time of the report, the medical device removal, pain in extremity, arthritis, tendonitis and arthralgia outcome was unknown. The reporter considered arthralgia, arthritis, medical device removal, pain in extremity and tendonitis to be related to essure. Concerning the injuries were reported in this case, the following ones were described via social media: arthritis, arthralgia, tendonitis, pain in extremity. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on (B)(6) 2020: social media : reporter added. Event added medical device removal as serious incident based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.